Manufacturer narrative:
The customer's reported complaint was not reproduced during the testing. The platform was tested using the mztf (medium zoll test fixture) with four batteries until fully discharged without any faults or errors. The root cause of the reported complaint was undetermined. Following service, the autopulse nxt platform passed the run-in and final tests without fault or error.

Event description:
During training, the autopulse nxt platform (sn (B)(6) ) displayed an alert yellow triangle indicator and was unable to use the device. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn (B)(6) ) displayed an alert yellow triangle indicator and was unable to use the device was confirmed based on the archive data review but not during the functional testing. The archive data indicated fault 1097 (fault_position_sync_error): failed to read encoder position during sync operation and fault 1210 (fault_motor_sensor_low_during_compres): motor current too low during compression hold errors, confirming the reported complaint. The autopulse nxt platform passed the functional testing without errors, and the reported complaint was not reproduced. Further investigation is ongoing to determine the root cause of the reported complaint. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
Correction and additional information in h6 (codes) and h11 (additional manufacturer narrative). The customer's complaint that the autopulse nxt platform (sn (B)(6)) displayed a yellow triangle indicator and was unable to use the device was confirmed based on an archive data review but was not reproduced during functional testing. Based on the archive data, the platform was not operational due to multiple fault 1097 (motor encoder is logged and the attention led flashes). The fault was related to the encoder not being in the home position, which requires a power cycle or pulling on the band to nudge the motor back into position. The encoder was adjusted to the home position to address the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).